Event description:
Reporter indicated that vns patient was scheduled for revision surgery due to suspected device malfunction with an increase in seizure activity. Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient was still able to feel stimulation at this office visit. Device diagnostic testing at previous office visit, approximately 1 1/2 months prior, yielded the same results. The patient reported ten seizure-free days following a parameter adjustment at previous office visit. The patient reportedly then had an increase in seizures between the two office visits and was started on keppra to which patient responded well. The patient's seizures had reportedly improved somewhat after starting the new medication. It was reported that the patient has a remarkable amount of seizures and that it is not known whether the increase in seizures was above the paient's pre-vns baseline frequency. Prior to the seizure increase, the patient had complex partial and simple partial seizures. With the seizure increase, the patient had more generalized tonic clonic seizures. It was reported that the patient's overall health condition is not worsening. The elective replacement indicator was no at both office visits, indicating that the generator had not reached end of service. Treating neurologist indicated that the generator may be nearing end of service due to length of time that it has been implanted. If the generator is not nearing end of service, then it is possible that fibrosis may be the cause of the high lead impedance readings due to the length of time that the lead has been implanted. Investigation to date has been unable to determine whether or not device malfunction is the cause of the high lead impedance condition.